Event description:
According to literature source of study performed to analyze outcomes of patients who underwent robotic natural orifice-assisted left-sided colorectal resection with handsewn intracorporeal colorectal anastomosis. There were a total of twenty patients in the study. There were two anastomotic techniques: the first technique used a two (2) six-inch and one (9) nine-inch barbed suture. For the second technique, only two 9-inch barbed sutures were used. Any gaps wer reinforced by placing interrupted suture from other manufacturer. The anastomosis was evaluated with direct endoscopic visualization and an air insufflation test. Postoperative complications included: one (1) patient developed a deep surgical site infection, and another patient had an organ space abscess. Both patients required readmission and were treated with antibiotics alone. The third patient, who had a diverting ileostomy performed at the time of the index procedure, developed subclinical dehiscence of the anastomosis, which healed without intervention but resulted in a delay in ileostomy reversal. Robotic nice procedure using handsewn technique, eric m. Haas, roberto luna-saracho, jetsen a. Rodriguez-silva, jose I. Ortiz de el guea-lizarraga, jean-paul lefave, 2022, diseases of the colon and rectum.

Manufacturer narrative:
Title: robotic nice procedure using handsewn technique source: diseases of the colon & rectum volume 65: 5 (2022). If information is provided in the future, a supplemental report will be issued.